Manufacturer narrative:
Calibration signals were within expectations. Quality controls were within range on the day of the event. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer checked all mechanical and fluidic systems. Liquid level detection and grounding for all probes were checked. Precision studies and performance testing were performed. Performance testing passed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas 6000 e601 module. The sample initially resulted in an hcg+b value of 1.02 mui/ml. The patient had a positive urine pregnancy test result, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a value of 658.4 mui/ml. The sample was also repeated on the same analyzer, resulting in a value of 636.6 mui/ml. The 636.6 mui/ml value was deemed correct.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.